Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was inserted in a patient as support for percutaneous coronary intervention (pci) in emergency and iabp therapy started. Soon after moving the patient to coronary care unit (ccu) ¿check iab catheter¿ alarm was generated repeatedly. Rebooted the pump to continue therapy, the alarm did not disappear. The surgeon found the balloon pressure waveform fell below zero base line. Removed iab and discontinued iabp therapy. Severe calcification was noted in the patient vessel. The product was disposed of at the hospital. There was no reported injury to the patient.